Event description:
It was reported that the patient received inappropriate shocks. Decreased sensing and increased threshold were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.